Manufacturer narrative:
The manufacturer had previously reported that an allegation of a high temperature alarm occurring. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. During the evaluation of the device at the manufacturer's service center, the customers complaint could not be duplicated.

Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer and the customer's complaint was confirmed.the manufacturer's investigation is on going and a follow-up report will be submitted when the manufacturer's investigation is complete.